Event description:
The facility has stated that the cartridge used to implant a model cc4204bf intraocular lens was damaged prior to lens implant. There was no patient injury. It is unk what caused the damage to the cartridge.